Event description:
It was reported that, the asymptomatic patient presented in-clinic after receiving patient notification for high, out of range, pacing lead impedance. The lead was explanted and replaced. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch formanalysis was normal. No anomaly was found.